Manufacturer narrative:
Further information was received indicating this device is no longer liable. The device reported is not an abbott product.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg has reached end of life. Surgical intervention may take place at a later date.